Event description:
A patient reported experiencing inaccurate erratic results when an ot profile meter. The patient's blood glucose results were 95mg/dl, 200mg/dl. Tests were done 2-3 minutes part with a difference of 63%. Patient did not experience any adverse events. No further information has been reported.